Event description:
Removal of infected right leg dialysis graft. Pt with known problems in past of perm catheters needing replaced. 1/96 with sepsis and removal of right perm catheter. Left upper catheter non-functioning due to severe ischemia.